Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured and pinhole was noted in the balloon material. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.